Event description:
Patient reported feeling a "pulsating" intermittently in shoulder and arm since pacemaker replacement. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.